Event description:
It was reported that the patient is experiencing pain in the jaw and ear. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: zimmer biomet right standard mandibular component, catalog #: 24-6555, lot #: 752440d; zimmer biomet small left fossa component, catalog #: 24-6563, lot #: 813120c; and zimmer biomet tmj system right small fossa component, catalog #: 24-6562, lot #: 828110a. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00228, 0001032347-2022-00230, and 0001032347-2022-00231.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Additional information provided does not change the root cause of the previous investigation. The reported event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that a patient underwent a revision procedure due to pain. Attempts have been made and no additional information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2, b4, b5, d6b, e1, e2, e3, g2, g3, g6, h2, h3, h6, h10; d6b ¿ unknown date in 2019; the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, a4, a5, a6, b4, b5, b7, g3, g6, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.